Event description:
Ambulance personnel were attending to a pt in cardiac arrest. The pt was diagnosed to be in v-fib and shocked twice into pulseless electrical activity. External pacing was attempted and reportedly pacing current could not be increased. The operator verified all electrode/cable connections and re attempted to start pacing without success. The pt was transported to the hosp, worked on by ER staff for 10 minutes and then was pronounced dead.